Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This case has been evaluated as a non-valid product complaint in etq reliance due to following reasons: ofr cu ca informs ofr quality department that this complaint has been recorded by mistake, due to a misunderstanding. "The device: gif-h190 - serial number: (B)(6) is not contaminated". This issue is not likely to cause or contribute to death or serious injury if it were to recur.